Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot number is unknown. Compatibility cannot be confirmed due to lack of information. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that an unknown number of patients experienced one or more of the following symptoms, but were not revised: mild to moderate thigh pain, distal pedestal development, endosteal lysis, heterotopic ossification, fibrous ingrowth, subsidence, and deep vein thrombosis.